Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an issue occurred during the procedure. The procedure was completed as planned by restarting the device. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found tube arcing and tube current out-of-range errors. Fse calibrated the tube and performed generator adjustments. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not perform fluoroscopy. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and performed a generator adjustment and a function test, which resolved the issue. The device was returned to use in good working order.